Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim pink display. This report is made based on the results of an investigation completed on (B)(6) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings:black box indicates a power on resent on (B)(4) 2013, after which the pump was not set to the correct time and date to verify. The battery was removed for 6 hour and reinserted, the pump time and date did reset to the default settings. Pump was open to investigate, component bt1 was found to be leaking. Unrelated to the complaint, pump booted to the verify screen with dim pink contrast. Pump was returned with audio bolus button torn but responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release